Event description:
Related manufacturer reference number: 2017865-2022-40045. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead was oversensing noise causing inappropriate mode switch. The patient was scheduled for a lead revision. Prior to the procedure it was noted that the right ventricular lead exhibited high capture threshold and low pacing impedance. Both leads were explanted and replaced. The patient was in stable condition post-procedure.